Event description:
It was reported that the insertable cardiac monitor (icm) exhibited diagnostic anomaly. No programming changes made were reported. The patient status was unknown.

Event description:
New information received states that the insertable cardiac monitor (icm) was inappropriately recording and alerting for false afib episodes due to oversensing of noise. Programming changes were made. The patient was stable throughout.